Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a navistar catheter. It was reported that the catheter could not apperceive an electric signal. Therefore, the catheter was exchanged to complete the procedure. There were no patient consequences reported. The response received stated that the noise issue was seen on both the carto system and the recording system. However, they did have at least one ECG signal available to monitor the patient¿s heart rhythm. The returned device was visually inspected and it¿s dome was found detached from the tip and also the dome was found damaged with dents. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. A manufacturer¿s meeting was performed. The failure mode reported by the customer of ¿electrical failure¿ could not be confirmed by the failure analysis lab (fal) analyst on the salvarcar site. After the investigation was performed, it could be concluded that the defective unit is not assignable to the manufacturing process. The failure mode could not be reproduced on the assembly line. The process has sufficient quality controls that would prevent to send a defective unit to the customer. The scanning electron microscope (sem) results reflect figures 1-2 showed evidence of polyurethane (pu) on the surface of the tip. No anomalies were observed. The customer complaint cannot be confirmed. However, the root cause of the dome detached and dents can not be determined. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) for the lot number 17662183m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Still pending is the manufactured date, expiration date and UDI #. Therefore, a supplemental report will be submitted to update the expiration date, manufactured date and UDI # fields. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a navistar catheter. Initially, it was reported that the catheter could not apperceive an electric signal. Therefore, the catheter was exchanged to complete the procedure. There were no patient consequences reported. The response received stated that the noise issue was seen on both the carto system and the recording system. However, they did have at least one ECG signal available to monitor the patient¿s heart rhythm. Since the patient's heart rhythm was still visible to the operator when the signal noise occurred, the risk to the patient was low. Therefore, this issue was assessed as not reportable. The biosense webster failure analysis lab received the device on august 30, 2017 for analysis. During the investigation it was noted that the tip section was separated at 1 cm from the tip of the catheter but still attached to the rest of the catheter and internal parts were exposed. This returned condition was assessed as a reportable malfunction. The risk to the patient was critical due to the potential of thrombus from exposure of internal catheter component. The awareness date was august 30, 2017.